Event description:
Customer (has clinical trial clients) states that specimens in item 456073p are being spun at 1300g for 10 minutes and then being transported. Then the serum appears to have hemolysis and red cells. Customer states they do not feel the tubes are at fault, but want scientific information or papers on how the gel works for their end-user.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No customer pictures were provided. No batch numbers were received. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.